Event description:
It was reported that during the refill procedure of this synchromed ii pump, the pt mentioned that she heard a 2 tone beep on several occasions. Interrogation revealed that the pump generated an alarm due to a motor stall event and subsequent motor stall recovery. The first motor stall occurred on the (B) (6) 2010. Interrogation also revealed that the events became more common but at very random intervals; some days there was no motor stall at all ((B) (6) 2010 - (B) (6) 2010). Time between the motor stall occurring and recovery was varying from 5-10 minutes to 90 minutes. At the time of the interrogation, the pt confirmed that the device beeped the previous day and this corresponded almost exactly to the times logged. The reporter attempted to discern if the pt was near any electromagnetic interferences; the above events occurred in various environments from her home setting to shops. At the refill procedure, it was noticed that there was 5% more residual than expected in the reservoir. The pt indicated that she was not receiving the appropriate dosage. The pump was programmed to deliver morphine in a continuous mode of infusion; explant was performed on (B) (6) 2010. Per the reporter: no detrimental effects to pt.

Manufacturer narrative:
(B) (4).